Event description:
Related manufacturer reference number: 2017865-2022-08460, related manufacturer reference number: 2017865-2022-08461. It was reported that the patient presented for a device change-out procedure. During the procedure, the physician alleged that the atrial lead and the right ventricular (rv) lead failed to be disconnected from the pacemaker's header. The physician then pulled each of the atrial and rv lead with a force which then caused both of the leads to be damaged. The right ventricular lead was capped and replaced on (B)(6) 2022 during the procedure. The patient's pacemaker was explanted and replaced. The atrial lead was then connected to the new pacemaker. Upon interrogation, the atrial lead exhibited failure to sense. No intervention was performed on the atrial lead. The patient was stable throughout.